Manufacturer narrative:
The devices, used in treatment, were not returned for evaluation. A clinical evaluation was conducted and this is a complaint from japan reporting the revision of a knee secondary to a dislocation and a ¿feeling of wrongness¿. Several attempts were made to obtain clinical/medical information to no avail. Without supporting clinical/medical documents a thorough investigation cannot be performed. Should information become available this complaint can be re-assessed. A review of complaint history on the listed parts revealed no prior complaints for the listed batches with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. No potential probable cause could be identified with the limited information provided. Some potential probable causes of the event could be malalignment or inadequate device selection. Surgeon did not fault the device. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, these complaints can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that a revision surgery was performed due to dislocation and a feeling of wrongness. Three parts were removed: legion ox femoral component, legion base plate, legion insert. These components were replaced with: legion ox femoral component and legion insert. Pre-existing conditions: osteoarthritis.